Event description:
The complainant reported that during the physician's therapeutic implant of a vaxcel pasv PICC in a male pt, the peel-away sheath broke at the tabs. The physician then used two kelly clamps to successfully complete peeling the sheath. No fragments of the device got into the pt. This same device was then implanted in the pt without further incident. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.

Manufacturer narrative:
Device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time we are unable to determine if the device met specification. A device history record review was performed. All records appeared normal and no related quality issues or manufacturing deficiencies were noted at the time of manufacture or at incoming inspection. There have been no previous complaints reported against lot number 11184011. The april 2007 15-month piccs valved complaint trend report, inclusive of all failures mode was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event.